Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No data was provided for evaluation. The complaint device was returned (B)(6) 2018 for evaluation. Performed visual test and passed. Performed voltage test and failed. Performed share log review and no issues related to customer complaint were found. The reported event of loss of connection was not undetermined. The customer complaint confirmation was undetermined because there was no voltage and no data in the cloud.no additional patient or event information is available.